Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a carto® 3 system and a map shift issue occurred. It was reported here were two map shifts during the procedure. The bwi representative stated that the first time it happened there were no error messages, and they were mapping from the left to the right atrium. The second time the carto 3 system displayed "bcs shift". The bwi representative confirmed the patches had not moved. The system was re-initialized and the procedure was continued. There were no further errors/issues reported for the remainder of the procedure. A saved template was being used. The first map shift was discovered when they moved to the rspv. The issue was seen during mapping and then for the second shift during pacing. The approximate difference in catheter location before and after map shift a couple mm. The physician did not perform cardioversion prior to the map shift and the patient did not move before detecting the shift.

Manufacturer narrative:
The hardware investigation has begun but it has not been completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. This report is being submitted pursuant to the provisions of 21 cfr, part 4. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Manufacturer narrative:
On 8-oct-2022, the device manufacture date of 29-jun-2016 was provided. As such, field h4. Device manufacture date has been populated with this date. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Manufacturer narrative:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a carto® 3 system and a map shift issue occurred. It was reported here were two map shifts during the procedure. The bwi representative stated that the first time it happened there were no error messages, and they were mapping from the left to the right atrium. The second time the carto 3 system displayed "bcs shift". The bwi representative confirmed the patches had not moved. The system was re-initialized and the procedure was continued. There were no further errors/issues reported for the remainder of the procedure. A saved template was being used. The first map shift was discovered when they moved to the rspv. The issue was seen during mapping and then for the second shift during pacing. The approximate difference in catheter location before and after map shift a couple mm. The physician did not perform cardioversion prior to the map shift and the patient did not move before detecting the shift. Device evaluation details: the biosense webster inc (bwi) field service engineer (fse) spoke with the bwi representative who reported the issue has not been duplicated. System is ready for use, however, the data related to the reported issue was provided to the device manufacturer and investigated the issue. It was found that the user worked with different metal levels as reflected from the chest patch metal map. After a high pick of metal, the case continued with different metal levels than those prevailed before the pick. This is reflected in the 3d metal maps printed for each catheter. There was minor and regular metal warning on back patch cs and mc catheter. Points where data was acquired with high metal (below or above warning threshold) shall not align with points acquired at low metal level. A manufacturing record evaluation was performed for the system #34029, and no internal actions related to the reported complaint condition were identified. The history of customer complaints reported during the last year associated with carto 3 system #34029 was reviewed and additional complaints related to map shift were reported during the last year. Conclusion: map shift results from working with high metal (below or above warning threshold). User error, ignoring metal warnings. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).